Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, the pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, serial number label peeling, broken belt clip rails and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 17 mmol/l at the time of the incident. The customer stated that she rode her motorcycle and fell off. The customer stated that the insulin pump broke at the tubing. The customer stated that the reservoir compartment fell off. The product was returned for analysis.